Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082818) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain during the procedure itself") in an adult female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the doctor had an issue when implanting the device in fallopian tube all I heard was hold another minute. Placement occurred." Concomitant products included cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d), fluoxetine hydrochloride (prozac), hydrochlorothiazide and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("pelvic pain during the procedure itself"), inflammation ("chronic inflammation"), alopecia ("hair loss"), headache ("headaches"), menstruation irregular ("irregular periods"), depression ("depression"), arthralgia ("joint pain"), feeling abnormal ("brain fog") and endometriosis ("endometriosis"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain, inflammation, alopecia, headache, menstruation irregular, depression, arthralgia, feeling abnormal and endometriosis outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, depression, endometriosis, feeling abnormal, headache, inflammation, menstruation irregular, pelvic pain and procedural pain with essure. The reporter commented: on 2018- plaintiff reported laparoscopy for endometriosis. On 2019 plaintiff reported I am having partial hysterectomy with bilateral salpingectomy. An injury (required intervention) was mentioned but not specified and /or assigned to one of the events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6)2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain during the procedure itself") in an adult female patient who had essure (batch no. 915893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the doctor had an issue when implanting the device in fallopian tube all I heard was hold another minute. Placement occurred.". Concomitant products included cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d), fluoxetine hydrochloride (prozac), hydrochlorothiazide and vitamin d nos (vitamin d). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("pelvic pain during the procedure itself"), inflammation ("chronic inflammation"), alopecia ("hair loss"), headache ("headaches"), menstruation irregular ("irregular periods"), depression ("depression"), arthralgia ("joint pain"), feeling abnormal ("brain fog") and endometriosis ("endometriosis"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain, inflammation, alopecia, headache, menstruation irregular, depression, arthralgia, feeling abnormal and endometriosis outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, depression, endometriosis, feeling abnormal, headache, inflammation, menstruation irregular, pelvic pain and procedural pain with essure. The reporter commented: on 2018- plaintiff reported laparoscopy for endometriosis. On 2019 plaintiff reported I am having partial hysterectomy with bilateral salpingectomy. An injury (required intervention) was mentioned but not specified and /or assigned to one of the events. Lot number: 915893 manufacture date: 2011-10 , expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-may-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.